Manufacturer narrative:
The device was not returned for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had uncomplicated cataract surgery in his right (od) eye. At 1 day post-op after the implantation of a tecnis synergy intraocular lens (iol), the patient complains of having blurry vision. The patient states he cannot see distance or near on (B)(6) 2021. He also sees circles around lights and double images. The patient's visual acuity (va) is still poor not correcting better than 20/40. The outcome significantly interferes with activities of his daily life. The surgeon followed patient closely from (B)(6) 2021 to (B)(6) 2021. Subsequently, the surgeon explanted the lens and replaced with a non-johnson & johnson lens. Reportedly, the lens was discarded and patient current status is unknown. No further information is available.